Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus element,mr,ous 4.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 1009mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent positioning/placement problem was encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 20mm in length, de novo target lesion was located in the non-tortuous, severely calcified and 4.25mm in diameter left anterior descending artery. A 4.00x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent moved above the intended lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing perfectly alright.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning/placement problem was encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 20mm in length, de novo target lesion was located in the non-tortuous, severely calcified and 4.25mm in diameter left anterior descending artery. A 4.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent moved above the intended lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing perfectly alright.